Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscal repair the implants of two (2) fast-fix devices were deployed simultaneously. It is unknown if there was a back-up device available or how the procedure was completed and if there was a delay. No further complications were reported.

Manufacturer narrative:
H2: additional information ¿b5, h6: health effect - impact code¿.

Event description:
It was reported that during a meniscal repair the implants of two (2) fast-fix t's were deployed simultaneously. The procedure was completed without significant delay using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual evaluation of the devices showed device one was returned with the t1/t2/suture off the needle. The knot is not tightened down. The depth straw is missing. The actuator is in the pre-t1/post-t2 position. There is bio debris on the device. The second device was returned with the t1/t2/suture off the needle. The knot is tightened down. The actuator is in the pre-t1/post-t2 position. There is bio debris on the device. A functional evaluation of the devices showed they both cycled as intended. The complaint was confirmed and the root cause was associated with unintended use of the device. Factor that may have contributed to the reported event include an unintended second actuation of the device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a meniscal repair the implants of two (2) fast-fix t's were deployed simultaneously through the meniscus. T1 was passed through the meniscus and removed, while t2 could not be removed. The procedure was completed without significant delay using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H2: additional information ¿b5, h6: health effect - clinical code and health effect - impact code¿.